Manufacturer narrative:
Complaint confirmed, two devices were returned, one of which had a bent cannula, bent pushrod # 2 and disassembled pushrod tab # 2. The suture construct was returned assembled but partially deployed and implant # 1 was missing. The cause of the missing implant is undetermined. A likely cause of the bent cannula is prying/ leveraging the device during insertion. The cause of the pushrod and pushrod tab damage is likely to be excessive force applied to trigger # 2 while attempting to deploy the implant and while the cannula was obstructed. It is stated in the complaint description that trigger # 1 moved, which was not confirmed. However, if trigger # 1 is not docked, pushrod #1 will obstruct the cannula and prevent pushrod # 2 from going through. The bent cannula is also a likely contributor to the obstruction of the cannula.

Event description:
It was reported that the ar-4501 was damaged and broke. No adverse effect on the patient. This is now reportable. During returned device evaluation, a reportable malfunction was discovered.